Manufacturer narrative:
Covidien service ctr replaced the saturation of peripheral oxygen (spo2) printed circuit board (pcb). The unit passed testing. (B)(4).

Event description:
Covidien received a report that the n65 pulse oximeter display was missing the first segments on the screen. The failure happened when the device was not being used on a pt.